Event description:
Report was received that a patient's generator was replaced due to unknown reasons. It was later reported that this generator's battery depleted unexpectedly. The patient reportedly had an increase in seizures after the battery reached this unexpected end of life. A battery life calculation could not be performed on the generator. A review of the programming history provided the last recorded settings. Using these settings, a longevity table was applied which showed the device should have remained functional for at least 5 years. It reportedly reached end of life and was explanted within 3 years of implant. Further information was received that the report of the battery reaching end of life unexpectedly was obtained through the patient's mother since the current physician did not have history of the patient from that time. No further relevant information has been received to date.